Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09-sep-2025, it was reported that a beta bionics ilet user received an occlusion alert. The user performed a rewind, removed an air bubble from the cartridge, and resumed insulin delivery. Blood glucose levels were unaffected, and there was no report of end-user harm or adverse event associated with this case.